Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call to report an issue with the reservoir. The customer believes the issue is with the insulin pump because he changed his infusion set and reservoir and air bubbles still persist. The customer's blood glucose is 181 mg/dl.